Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test. The customer's blood glucose level was 7.7 mmol/l at the time of the incident. The customer stated that they received the alarm three times in a row prior to calling product support. The product was returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alarm or failed battery test alarm noted during testing or in the pump trace download. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.